Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. A 300cm v-14 guide wire was selected for use and at an unspecified time during use the tip of the wire was bent by the physician. The tip of the v-14 guide wire broke off inside the patient's anatomy in the anterior tibial artery during the attempt to withdraw the device. A snare was used to successfully retrieve the tip and remaining portion of the v-14 guide wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection revealed kinks at 104.5 cm and at 298.5 cm from the proximal section. The device presented the coating severely scrapped, peeled along the entire body. Additionally, the device presents a fracture at 299.5 cm from the proximal section. Sem analysis revealed approximately 1 cm from poly was detached from the corewire; the corewire was slightly scraped in the section where the poly tip was attached and remnants of adhesive were found indicating that the poly tip was properly attached to the corewire. Device appears to have been pulled against resistance. No material anomalies were found. Failure occurred due to a mechanical cut in a bending moment. The outer diameter of the guide wire is within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. A 300cm v-14 guide wire was selected for use and at an unspecified time during use the tip of the wire was bent by the physician. The tip of the v-14 guide wire broke off inside the patient's anatomy in the anterior tibial artery during the attempt to withdraw the device. A snare was used to successfully retrieve the tip and remaining portion of the v-14 guide wire. No further patient complications were reported and the patient's status is fine.